Manufacturer narrative:
Additional manufacturer narrative: the patient died while using a medical product, but there was no suspected association between the death and the use of the product. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Through implant patient registry and medical records that a patient underwent an mvr with a 29mm 7300tfx mitral valve and pvl was noted at implant. The patient underwent an interventional transcatheter plug procedure on pod #2. Per the medical records: the patient underwent mvr with a 29mm 7300tfx valve and laa closure. The rigid aspect of the mitral annular calcium led to the poor seating of the sewing ring. The burden of calcification in the native mitral annulus made placing annular sutures difficult. Complete debridement of mitral annular calcification was not possible, making it very difficult to completely rid paravalvular leak in the area. Post bypass, the prosthetic valve leaflets were mobile and functioning and there was a small pvl in the posterior commissure. It is noted the pvl was not significant to warrant re-arresting the heart and complete debridement of the mitral annular calcification was not possible. On pod #2, the patient became hemodynamically unstable, in cardiogenic shock requiring pressors and reintubation. An echo showed significant mitral perivalvular leak. The patient underwent an interventional transcatheter plug procedure on pod #2. This was plugged and initially successful. The pvl returned on pod #31. The patient expired on pod #40.

Manufacturer narrative:
Updated sections: d4 (expiration date), h2, h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is patient factors, including calcification of the mitral annulus.